Manufacturer narrative:
Block h2 block b5 (describe event or problem) has been updated based on additional information received on april 02, 2026. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used for a stone (approximately 1.5cm) in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the basket failed to close. Upon inspection, a broken wire was observed in the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on april 2, 2026: it was later confirmed that there was no stone inside the basket as the stone could not be captured. An alliance handle and soehendra lithotripter was not used.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the basket failed to close. Upon inspection, a broken wire was observed in the handle. The procedure was completed with another of the same device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.